Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer occasionally changed infusion sets and cartridges or has changed just the cartridge. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.